Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. In addition, the reported outflow graft kink could not be confirmed as no images were submitted for review and the device remains in use. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypotension and right heart failure could not be conclusively established. It was reported that following device implant on (B)(6) 2020, the patient's course had been complicated with poor flows, hypotension, and right ventricle (rv) failure. The patient had been having sudden rapid drops in blood pressure, pulsatility index (pi) to the teens, and low flows with unknown cause. Computed tomography angiography (cta) found a small kink in the outflow graft. The ventricular assist device (vad) team also expressed concern that the patient's transcutaneous electrical nerve stimulation (tens) unit was interfering with the vad. The submitted controller event log files contained data from (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 ¿ (B)(6) 2020, and (B)(6) 2020 ¿ (B)(6) 2020. Transient low flow alarms were captured on (B)(6) 2020 and (B)(6) 2020. Of note, the low flow events occurred at times when the pulsatility index (pi) was elevated. The system appeared to operate as intended at the set speed for the duration of the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller had intermittent backup battery faults on 16dec2020 at 06:40 and 06:47. The events did not ¿latch¿ and appear to have resolved. Technical services suggested reseating the ribbon cable in the backup controller if the advisory returned. No other unusual events were noted in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2020. The patient's course has been complicated with poor flows, hypotension and right ventricular failure. The patient had sudden rapid drops in blood pressure, pis to the teens, and low flows with unknown cause. Cta found a small kink in the outflow graft. The vad team also expressed concern that the patient's transcutaneous electrical nerve stimulation (tens) unit is interfering with the vad. A log file analysis was requested. During the analysis of the log technical services observed low flows with high pi readings. Technical services also observed a backup battery fault due to an emergency backup battery circuit fault. It did clear and has not returned. If it does return it was recommended to replace the controller.